Manufacturer narrative:
Correction: correct serial number added. Replacement unit was sent to the customer and found that the issue was the battery not the vent. Replacement battery was sent to this customer to address the reported problem.

Manufacturer narrative:
Device evaluation: a second new v60 vent was sent to the customer, and a replacement battery. The original battery was discarded by the customer. Customer returned the original v60 unit to the manufacturing facility. Resolution and disposition: the v60 vent returned by the customer was inspected and tested and no faults were found.

Event description:
The customer reported that when the original battery received with the newly received v60 vent was put in the v60, the v60 did not seem to work; the v60 did not turn on. Hospital biomed left the battery to charge and the charging light did not light up, and then the unit gave a battery error. Biomed put another battery in from a working v60, and the referenced v60 vent was able to turn on. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator will not turn on. The customer reported there was no patient involvement.

Manufacturer narrative:
Updated.